Event description:
It was reported that a rotalink burr detachment occurred. The 99% stenosed target lesion was located in the severely calcified artery. A 1.50mm rotalink plus and a rotawire were selected for use. During the procedure as the burr rotating in the ostial lesion it was noted that the rotation became difficult and the force was not transmitting. The burr was detached. The rotalink plus burr and a rotawire were removed together. The procedure was not completed. No complications were reported and patient condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer unit and burr catheter were received together. The advancer knob was received removed. The advancer, handshake connections, sheath, coil and burr were microscopically and visually examined. There are numerous sheath kinks. The coil is stretched and broken 139.6cm from the strain relief. The detached burr was not returned for device analysis. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a rotalink burr detachment occurred. The 99% stenosed target lesion was located in the severely calcified artery. A 1.50mm rotalink plus and a rotawire were selected for use. During the procedure as the burr rotating in the ostial lesion it was noted that the rotation became difficult and the force was not transmitting. The burr was detached. The rotalink plus burr and a rotawire were removed together. The procedure was not completed. No complications were reported and patient condition was good.